Manufacturer narrative:
(B) (4). The ge service rep found that the "checksum error" displayed due to sram failure. He replaced the sram and performed operational checks. The system is operating as intended.

Event description:
The customer reported that the system will not boot up and were getting a "checksum error" message. No patient injury reported.